Event description:
It was reported that the customer will discontinue use of the device.

Manufacturer narrative:
This complaint is a part of retrospective review and remediation per d00605678. Comprehensive remediation plan for diabetes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded the insulin pump to carelink. All buttons function properly. No stuck button alarm noted during testing. No stuck button alarm recorded and found in the formatted history file for the event date. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The insulin pump passed the keypad voltage test. The insulin pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The electrical board 1 connector on electrical board a 1 was locked properly during visual inspection. Force sensor zero offset within specification the motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. A pillowing keypad overlay and a scratched case were noted during visual inspection. Keypad anomaly/unresponsive keypad was not confirmed. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucoses. The force sensor is within specification and the motor functioning properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized for high blood glucose. Blood glucose reading was 18 mmol/l. The customer stated they experienced nausea and abdominal pain then was admitted in hospital for high blood glucose on (B)(6) 2021. The customer was treated with intravenous insulin drip and insulin pen at the hospital. The customer also reported unresponsive keypad and buttons getting stuck in the insulin pump. Troubleshooting could not resolve the keypad unresponsiveness issue. The insulin pump will be replaced. The device will not be returned for analysis.